Manufacturer narrative:
Investigation pending.

Event description:
Caller reports that on (B)(6) 2014, the inratio monitor showed an error message of "qc2h." The nurse practitioner misinterpreted the error message to mean that the inr value was too high and held the patient's warfarin for one night even though the laboratory inr was 1.23 fifteen (15) minutes later. The pt's therapeutic range is 2.0 - 3.0. In addition, the pt has been on lovenox since (B)(6) 2014. The pt is reported to be "okay." There was no additional info provided.